Event description:
The tibial insert became disassociated with the metal baseplate in a total knee prosthesis. This was discovered during an office visit on 2/27/97. The patient had fallen, and hit her leg against the corner of a table on 2/20/97. Prior to this fall, she had experienced no problems with the knee. According to the physician's assistant, x-rays taken after the primary surgery showed no indication of insert disassociation. Revision surgery was performed on 3/12/97 to replace the tibial insert.